Event description:
Customer reported that the bolus button on the insulin pump was not working. Customer stated that they were attempting to bolus and noticed that the button was not functioning correctly. Customer's blood glucose reading at the time of the call was 198 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.